Event description:
It was reported that there was error code 41622. The event occurred before infusion. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and error code 41622 was replicated. The cause of the reported issue was traced to dirt on the gears and damage of the optical disc. The optical disc was replaced to address this issue.